Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range is around 2.5 inr. On (B)(6) 2011, doctor instructed pt to hold her coumadin and retest in a couple of days.